Event description:
Approximately six months and one week post hvad implantation, it was reported that the patient experienced a poor connection between the controller power ports and the connected power source. The issue occurred over multiple days and was not battery specific. The batteries and controller were replaced and are being returned to heartware for evaluation. Additional information inquiring as to whether there is an issue with the batteries has been requested. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. However, the controller and batteries ((B)(4)) are available for evaluation, but have not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product remains implanted.

Manufacturer narrative:
(B)(4), manufacturing date- 2013-04: the returned battery passed visual inspection and functional testing in a lab environment. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level and the full charge capacity remained above 2800 mah. Review of the log files revealed critical battery alarms. These failures are most likely due to a communication anomaly between battery and controller. However the event could not be duplicated at the bench level. (B)(4), manufacturing date- 2014-01: the returned battery passed visual inspection and functional testing in a lab environment. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level and the full charge capacity remained above 2800 mah. Review of the log files revealed critical battery alarms. These failures are most likely due to a communication anomaly between battery and controller. However the event could not be duplicated at the bench level. (B)(4), manufacturing date- 2014-01: the returned battery passed visual inspection and functional testing in a lab environment. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level and the full charge capacity remained above 2800 mah. Review of the log files revealed critical battery alarms. These failures are most likely due to a communication anomaly between battery and controller. However the event could not be duplicated at the bench level. (B)(4), manufacturing date- 2014-03: the returned battery passed visual inspection and functional testing in a lab environment. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level and the full charge capacity remained above 2800 mah. Review of the log files revealed critical battery alarms. These failures are most likely due to a communication anomaly between battery and controller. However the event could not be duplicated at the bench level. (B)(4), manufacturing date- 2014-05: the returned battery passed visual inspection and functional testing in a lab environment. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level and the full charge capacity remained above 2800 mah. Review of the log files revealed critical battery alarms. These failures are most likely due to a communication anomaly between battery and controller. However the event could not be duplicated at the bench level. (B)(4), manufacturing date: 2013-09: the controller passes visual and functional testing. System testing did not indicate any abnormal operation of the controller. Review of the log files revealed critical battery alarm. These failures are most likely due to a communication anomaly between battery and controller. However the event could not be duplicated at the bench level. The patient manual gives the patient a reference guide for alarms, with alarm descriptions and actions to be taken by the patient. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Five batteries ((B)(4)) and a controller ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the devices revealed that the batteries and controller met specifications and passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed premature power switching events and critical battery alarms. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause is a communication error between the controller and battery. There are no known clinical or user related factors that could have contributed to this event. The manufacturer has opened an internal investigation to evaluate these types of issues. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.